Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the device was implanted but the device's position was not stable. The physician re-positioned the device and after fixation, while performing a tension test the device prematurely separated from the delivery catheter. After release, the device exhibited intermittent capture that slowly improved with time. The delivery catheter was retrieved from the patient's body and it was noted that the tethers could not be aligned at times. The device remained implanted. The patient condition was stable.